Event description:
It was reported a snare loop detached from the catheter while attempting to remove a stent from the common bile duct on jun 11,1998. Retrieval of the loop with biopsy forceps were uneventful. Another unit was used to retrieve the stent & complete the procedure successfully. The pt's condition is good. This device was received, evaluated & retained by this MFR. The engineering eval revealed the snare loop cable was detached from the distal coupling. The loop ends were frayed, indicative of force being used. The crimp indentation for the cable was evident in the coupling. Based on the condition of the device, it appears as though excessive force may have been applied. Also, this device was used in a non-indicated procedure. Co believes these factors may have contributed to this event. The instructions for use for this product state:"microvasive single-use polypectomy snares are indicated for use in the removal & cauterization of: diminutive polyps; sessile polyps; pedunculated polyps."